Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath and "thumping in chest." An x-ray was taken and confirmed the right atrial (ra) lead had dislodged. The lead was programmed off and later explanted and replaced. The patient is a participant in the wrap-it study. No patient complications have been reported as a result of this event.